Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent: lateral extra-cavitary approach for decompression of the spinal cord for resection tumor, t2 with bilateral pedicle excision. Laminectomy for excision of intraspinal neoplasm extradural thoracic 2. Thoracic laminectomy t1. Additional level thoracic laminectomy t3. Posterolateral fusion c5-6, c6-7, c7-t1, t1-2, t2-3, t3-4, t4-5. Posterior instrumentation c5-t5. Bmp/matrix graft/autograft. Application gardner-wells tongs. Pre-operative diagnosis: intraspinal neoplasm t2. Severe spinal stenosis t1-2, t2-3. Per-op notes: "... Rib hump was decorticated as well as any remaining lamina in the midline. This was done down to bleeding bone. Alternating layers of bmp, graft matrix and autograft were placed in the lateral gutters and directly posteriorly over the remaining lamina above and below our decompression. Cross-links were applied above and below the area of our decompression so as not to compromise any possible radiation field in the future." On (B)(6) 2013 the patient underwent right total knee arthroplasty. Pre- operative diagnosis: right knee osteoarthrosis. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.